Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass cause by dog chew on the pump. Insulin pump received with dog chew marks, severe scratched lcd window, scratched reservoir tube window and broken reservoir tube lip. The reservoir tube lip has been chewed up by a dog. Unable to insert a reservoir due to reservoir tube lip damage. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was chewed up. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.